Event description:
Pt with recurrent pituitary tumor in or for shunt placement. Codman perforator became stuck against inner table of skull. Attempted to remove with pliers, but needed to use anspak drill to clear bone away from perforator.